Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) 2018 (rep): additional information was received from a manufacturer representative (rep) on 2018-mar-13. It was reported that the rep met with the patient and it seemed like the patient was not placing the recharger right over the device. They had to repeatedly turn the recharger on and off, which might have led to the patient¿s issues. The rep noted that once the patient was instructed to place the unit directly over the device, the recharger worked without issues and there was no temperature icon present. There were no further complications reported or anticipated.

Manufacturer narrative:
The event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient implanted with a neurostimulator for spinal pain. It was reported that the patient complained of increased heat sensation in the battery pocket during recharging. The patient noted that the temperature icon came on the day of the report during use with the recharger. The patient also claimed that her coverage of stimulation was good; however, her pain was coming through the stimulation. The burning sensation became first evident two weeks ago, but it was believed just to be discomfort due to the device being in the scar tissue development phase. The patient was instructed to turn off the device, the rep was to meet with the patient the following day to troubleshoot and interrogate the device. The issue was not resolved at the time of the report. No surgical intervention was planned at the time of the report. The patient status was listed as alive with no injury. No further complications were reported/anticipated.